Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured from may 6, 2015 to may 7, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from the fill port after filling and while a syringe was being removed from the fill port. The device was filled with 2600 mg of fluorouracil in 192 ml of 0.9% sodium chloride. The cork/cap of the distal end of the tube was closed during filling. There was no patient involvement. No additional information is available.